Event description:
It was reported that the otolaryngologist performed a tracheotomy on the patient and had found that the tracheotomy tube air bag was leaking and was then replaced with another set. Adverse patient effects are unknown.

Manufacturer narrative:
Other text: no product was returned for investigation. Therefore, the complaint cannot be confirmed. During manufacturing process the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.